Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that while performing a lung biopsy, the doctor observed hand controller errors while using CT fluoroscopy. This occurred while the needle was in place. One technologist was in the scan room with the doctor and moved the pt in and out of the CT system with the table. Another technologist was reported at the console. The doctor did not re-insert the needle, nor move the pt to another scanner. The pt reportedly developed pneumothorax (collapsed lung) and a chest tube was inserted to continue with the biopsy. The pt was admitted to the hospital, the pt's outcome was not disclosed to ge healthcare.